Event description:
Customer reportedly received result of 639 mg/dl on the advantage system (result outside meter reading range). The customer did not provide the location where the malfunction occurred. No high or low blood symptoms reported. No action taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.